Event description:
End user granddaughter called stating that the concentrator shut down for a second, then came back on, with the green light. No signs of error codes. Asked end user granddaughter if there was any electrical issues.